Manufacturer narrative:
Plant investigation: the reported symptom code (display brightness problem) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient (pt) reported to technical support that during set up on the liberty select cycler the cycler display dimmed on the right side of the screen and that the screen was getting progressively dimmer since the previous days treatment. After attempting to troubleshoot, the cycler was replaced. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event. No treatments missed.